Event description:
Literature was reviewed regarding long-term permanent pacemaker and its association with mortality in patients undergoing transcatheter aortic valve implantation (tavi). The study population included 132 patients who were predominantly male with a mean age of 76 years old. Multiple manufacturer¿s devices were implanted in the study population; 70 patients were implanted with a medtronic corevalve (n=15) or evolut r (n=55) bioprosthetic valve. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all tavr patients, clinical observations included: arrhythmia requiring permanent pacemaker implant. The study findings concluded that hyperlipidemia and preoperative valvuloplasty significantly decreased risk for all-cause mortality, while higher c-reactive protein increased mortality risk. The authors also noted that permanent pacemaker implant was not associated with all-cause mortality at a median follow-up of 52 months in tavi recipients. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: özlem özbek et al. Need for long-term permanent pacemaker and its association with mortality in patients undergoing transcatheter aortic valve implantation. J exp clin med 40(2): 370-377 2023. 10.52142/omujecm.40.2.32. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.